Event description:
It was initially reported that during a slap procedure, a peek ring needed to be retrieved from the patient with a pliers after it was successfully inserted. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Clarification of the event description was requested. Follow up with the reporter provided additional information that the implant remaining in the patient is not complete (whole). The last (most proximal) thread broke off during insertion and was retrieved; the rest of the implant remains securely fixed in bone. The thread broke off not by intention of the surgeon; the surgeon happened to see the broken piece in the joint after insertion. The patient quality of bone was reported as hard. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Mechanical testing was performed on five samples available from stock, which were a different lot number than the complainant device. The complainant's event was able to be re-produced when bone preparation was not performed according to surgical technique instructions; the proximal portion of the implants collapsed/cracked similar to the description in the complainant's event report. Based on the information provided and testing of device samples from stock, the most likely cause(s) of this type of event is improper bone preparation prior to insertion and/or not inserting the implant co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Requested but not received.